Event description:
It was reported that the etco2 modules would not pass preventive maintenance testing and "are coming back at 10%." The modules are reportedly on software version 12.3.0.24 and the alaris system maintenance used was software version 12.5. There was no patient involvement. Bd tech support assisted the customer and provided troubleshooting steps: "ensure your test setup has a flowmeter to vent out excess pressure and also that your gas is 5% co2, 21% o2 and the rest nitrogen."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the etco2 modules would not pass preventive maintenance testing and "are coming back at 10% was not identified by bd tech support during the customer call. There was no sufficient sample to escalate sd dchu.